Event description:
New information notes the programmer was returned on (B)(4) 2014.

Event description:
It was reported that the programmer turned off and exhibited an odor. The programmer would be returned.

Manufacturer narrative:
Analysis found normal device characteristics.